Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic ercp procedure for treatment. The coating of the hydra-jagwire was noted to be stripped off. The procedure was successfully completed with another of the same device. The pt did not sustain any known complications.